Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; (B) (4) full lead; deformation/fracture in 5cm prox section of the inner coil; extension problems.

Event description:
It was reported that the lead had sensing and positioning difficulties along with difficulty extending and retracting the helix. The lead was not used. No patient complications have been reported as a result of this event.